Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps says that this system is having inaccurate cuts and trails wont fit. Last time she saw that j2 was off and the cuts being off forced them to cement. She said that the cut was deep but the trail was proud for the distal and posterior chamfers. She has submitted multiple complaints in the past and is looking to make this one high profile. Dispatch requested logs to be sent. As reported via complaint form: the cuts on our robot were slightly off on the femur. Enough that the doctor felt it was not safe to pressfit, and we had to cement on the femur. (Adding 10 ish minutes to the procedure at least) he felt as if the robot showed the robot cutting red on the cuts (distal, posterior chamfer, and anterior chamfer) but then the implant sat on those cuts proud. He also said he felt the rotation was off. He would not check with a planar probe- but I would like a service done on this robot. This issue is ongoing and the cuts are off very consistently with this robot. Our fse just came out a couple of weeks ago, it definitely should be cutting very accurately at this point. Case type / application: tka.

Event description:
Mps says that this system is having inaccurate cuts and trails wont fit. Last time she saw that j2 was off and the cuts being off forced them to cement. She said that the cut was deep but the trail was proud for the distal and posterior chamfers. She has submitted multiple complaints in the past and is looking to make this one high profile. Dispatch requested logs to be sent. As reported via complaint form: the cuts on our robot were slightly off on the femur. Enough that the doctor felt it was not safe to pressfit, and we had to cement on the femur. (Adding 10 ish minutes to the procedure at least) he felt as if the robot showed the robot cutting red on the cuts (distal, posterior chamfer, and anterior chamfer) but then the implant sat on those cuts proud. He also said he felt the rotation was off. He would not check with a planar probe- but I would like a service done on this robot. This issue is ongoing and the cuts are off very consistently with this robot. Our fse just came out a couple of weeks ago, it definitely should be cutting very accurately at this point. Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: replaced j6 insert screws. After replacing the screws the new ones stripped so I installed a 2nd set of new j6 insert screws. I then hooked up the micro e tool to test all motor and joint encoders. Motor encoder 6 was not in optimal range with values dipping below 50. I readjusted the j6 motor encoder read head and now have values above 50. I found a large amount of debris on the j6 glass encoder. I cleaned this as much as possible and put tape around the openings to prevent build up in the future. I then ran homing constants along with gravity constants and kinematic calibration per the service guide. I then adjusted the j2 bump stops and reapplied loctite to the j2 brackets. After running a transmission test I noticed that the j2 cables were a little loose. I tighten them to spec per the service manual. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused by hardware related failures: debris on encoder, j2 bump stops required adjustment, loose transmission cables. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.